Event description:
Boston scientific received information that a high, out of range pacing impedance measurement was observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Additional information was received that all other measurements were within range. It was reported that the physician had a difficult time to get good measurements of the lead during implant and after several different positions the physician decided to leave the lead in this position with normal measurements. The lead will stay in place but will be checked frequently. The patient was not pacer dependent. No revision was done at this time. Hence, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.